Manufacturer narrative:
This medwatch was originally sent to the FDA on 07/03/2017. A notification was received from the FDA on 18/mar/2020 requesting a re-submission of this report, as the initial report was not available in their database. Re-submission of this medwatch was sent to the FDA on 17/apr/2020. Information from original submission on 07/03/2017: medwatch sent to the FDA on 07/03/2017 the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained of duodenal pain and vomiting between the third and fourth month." An x-ray was performed and it was noted the fluid liquid level appeared low and fungal colonization had occurred. The balloon was noted to be hyperinsulfated. The device was removed.